Manufacturer narrative:
Vyaire medical was not able to duplicate the customer¿s reported issue during testing and evaluation. During an initial bench test and calibration test, the analog board passed all bench test settings, and passed full calibration testing normally and within specification. There were no alarms during the 4 hours duration extended run test. Visual inspection did not reveal any anomalies. Vyaire medical scrapped the analog board after failure analysis.

Manufacturer narrative:
(B)(4). Results of investigation: this unit was field serviced by a carefusion authorized service technician. The service technician was not able to duplicate the customer's reported issue during testing and evaluation, however, a review of the event trace log confirmed the reported issue. The service technician replaced the analog board as a precaution to address the reported issue. The suspect analog board was returned to carefusion for further evaluation and is currently pending evaluation. Once the final evaluation is complete, a supplemental report will be submitted.

Event description:
It was reported to carefusion that the ltv ventilator had xdcr faults while in use on a patient. There was no patient harm associated with this issue; the patient was placed on another ventilator.